Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient entered finger stick values during rapid rates of change, which is off-label usage of the device. The cgm was reading 15 mmol/l but the bg value was 6.2 mmol/l. The patient's school called an ambulance as the patient was being slow to respond and was falling asleep. The teachers had already administered treatment by giving him a sugary drink. The ambulance did not administer any treatment but stayed at the site for a period of time in case he had another adverse event. At the time of report, the patient was in stable condition. Data was evaluated, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rates of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.